Event description:
The baxter clearlink system continu-flo solution set came apart at the sites #1 and #11 pictured on the front of the package. Both were discovered after sets were connected at the angio-cath site.